Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was implanted in the patient for the endovascular treatment of a 46mm aaa. It was reported non mddt stents were also implanted for the limb devices. Approximately 2 weeks post the index procedure it was reported occlusion was observed from the proximal end of the non mdt limb aa far as the cfa. There was thrombus formation observed in the contralateral limb of the endurant bifurcate overlapping the non mdt limb. An emergency thrombectomy was performed on the same date and an additional non mdt stent graft was implanted to reinforce the inner graft wall in the occluded region. Per the physician, the event was not related to the medtronic device but was due to the patients anatomy because the proximal end of the occluded limb was located in the narrow part of the aorta. No additional clinical sequalae were reported and the patient is fine.